Manufacturer narrative:
Outcomes attributed to adverse events: other: seizure activity. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was found on the ground at their home the previous night. The caller reported seizure and infection, both of which were regarded as a sudden change in symptoms. The seizure activity has occurred since the patient hit their head on the ground during the fall and could be related. The caller requested MRI guidelines, and noted the patient was currently inpatient. No further complications were reported as a result of this event.